Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in (B)(6) 2017, with unknown blood glucose levels at the time of the incident. The customer was going out to eat and was doing a lot of activity, causing her not to eat on time. The customer was at 153 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low incident a week after they had a baby, and also on the day of the call. The insulin pump will not be returned for analysis.